Event description:
It was reported that: pt is currently experiencing pain in his groin area. Pt states that pain started over the (B)(6) of 2012. It has since become constant. Pt has seen his surgeon and is to scheduled a mars MRI and blood work.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.